Event description:
It was reported that the device was displaying a charge-pak icon. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio tested known areas on the analog pcb assembly associated with this type of symptom, and determined that the root cause of the reported failure was a leaky internal hlc battery (bt1). The customer received a replacement device.